Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set bent cannula due to which the patient faced hyperglycemia event on (B)(6) 2026. The patient went to emergency room and the duration of emergency room stay was for 3 hours. The event occurred within three or more hours of insertion. The insertion site was upper buttocks. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026. No further information available.